Event description:
According to the initial reporter- needle broke after 3 very difficult sample passes.(physician), this was an extremely difficult case in a complete retro flex position in a eus procedure from the lower distal duodenum. Complete hidden head of pancreas lesion. Olympus eus scope. Last pass and sample was achieved already in the previous 3 passes with this needle. Dr. Did not want me to call in the needle because he put so much stress onto the needle.